Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h10: the device was received for evaluation. During functional testing, a failed downstream occlusion test was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.